Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01339. This report is being submitted as additional information. The patient¿s weight was not provided. Correction and additional information approximate age of device- 6 months. Correction and additional information . Manufactures investigation conclusion: the pump was not returned after transplant and therefore not available for evaluation. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined. The account communicated that after a series of multiple hospitalizations for an ongoing gi bleed that did not resolve, the patient underwent a heart transplant. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a heart transplant on (B)(6) 2016. The patient was upgraded on the transplant list due to an ongoing gastrointestinal bleeding (gi) that never resolved. The onset of the bleed was (B)(6) 2016 and the source of bleeding was confirmed in the distal jejunum and proximal ileum. The patients pump was explanted however will not be returned. No additional information was provided.